Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels; cause was not known. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. A correction bolus was delivered to address bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management.